Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with the naked eye noted a yellowish stain (iodine) on tubing not considered a defect. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. This occurred at the patient's home during use. The transfer set had been in use for 150 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.